Event description:
The customer reported that during a preventive maintenance visit, it was discovered by a technician that the cable plates need to be replaced, due to defect. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.